Event description:
A user facility reported to olympus a loose elevator channel plug and the device was returned to olympus for repair. Upon inspection and testing of the returned device, it was determined that a gap of adhesive was present on the distal end. This report is submitted due to the gap of adhesive present on the distal end. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that a gap of adhesive was present on the distal end. Additional evaluation findings are as follows: defects of suction cylinder; angle wires stretched; control knob problem; crack of adhesive on a-rubber; insertion tube defects; universal cord defects; distal end defects; connector defects; control body defects; air/water leakage. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling caused the defect. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.